Event description:
It was reported that during implant dissection occurred at the bifurcation of the vein. The procedure was discontinued. The lead was not used. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.